Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. There was no alleged device malfunction reported as the incident appears to be an unfortunate accident. The most likely cause of the event is as stated, "an arthrex sales representative was helping the anesthesiologist. The sales rep went to grab the previously used acp syringe and the butterfly needle punctured through the glove and nicked her left index finger". This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that during a bio-cartilage case, an arthrex sales representative was helping the anesthesiologist. The sales rep went to grab the acp syringe and the butterfly needle punctured through the glove the sales rep was wearing and nicked her left index finger. Proper protocol has been followed, both the patient's and the sales reps blood were taken and sent out for testing. The protocol steps were followed within the two hour window needed and all paperwork at the hospital has been completed and signed by the sales rep. Follow-up investigation: rep states that the needle had been used on the patient during the biocartilage case. Rep does not recall specifically how she was pricked by the needle but that when she looked at her gloves it was apparent the needle had pierced her glove and nicked her finger. The incident happened quickly and then they went into the facility needle stick protocol steps